Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported they have had two occurrences of 3rd degree pt burns on the distal ankle during procedures. A second one occurred (B) (6) 2010 (see MFR report # 1717344-2010-00338). An emg monitoring machine was in use. Emg electrodes were placed on the pt's ankles. The electrodes on the pt's ankles are used to stimulate nerves. Two forcefxc generators were in use for the procedure, with two pads placed on the pt posterior both thighs. The generator was set at 30-50 setting. The procedure was a lumbar decompression; t10-sacrum and pelvis instrumentation for adult degenerative scoliosis, ssep and mep monitoring used. The injury on the right ankle was 1 x .8 cm and treated with duoderm. On march 1st, the left ankle was completely healed and the right ankle was almost healed.